Manufacturer narrative:
Device was discarded. No evaluation will be performed. Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report. Same patient event as MDR 8031020-2011-00135. Associated device (B)(4) olecranon plate variax for right ulna 4 hole / l89mm lot unk.

Event description:
It was reported, the locking screws did not lock into the plate. The surgeon had to reconfigure the plate to make it work and/or abandon the hole or use a non locking screw. The plate listed above is implanted in the patient.